Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, and the review of the session records, the cause of the reported incident may have been caused by a user programming issue.

Event description:
It was reported there were false automatic mode switch episodes due to far-field r-wave oversensing on the device. Technical support reviewed the session records for the device and concluded there was a temporary setting change to the device that caused a shortened wave to be identified. The device reverted back to normal permanent settings and the issue was resolved. There was no allegation of malfunction of the device and no patient consequences were reported.